Event description:
Boston scientific received information that the patient implanted with this device experienced near syncopal symptoms. Noise was observed on the device system. An invasive revision procedure was performed, and the device header appeared to be loose. The device was explanted and replaced successfully. The device was returned to allow for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. With high power visual inspection, it was confirmed that the device header was loose on top of the device case and was held in place by the anchors on the case. Xray of the feed thru wires found that all of the wires were intact, with no sign of fracture. Electrogram and event marker testing observed no signs of noise, even during movement of the header. The device passed a series of automated diagnostic testing that verified the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. No pauses in pacing or oversensing were noted during either set of tests. The device paced and sensed normally during all testing.